Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hemo pro 1 wouldn't shut off during the procedure.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Evidence of clinical use and evidence of blood were not observed. The silicone insulation on the cold jaw was partially torn away from the tip. Tissue and charred blood was observed on the jaws. An electrical evaluation was conducted. A pre-cautery test as was performed per the instruction for use (IFU) with a reference cable and reference power supply (B)(4) at level 2.5. The device passed the pre-cautery test; it produced visible steam during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times while the cable connections were manipulated with no observed failure. The handle was opened to evaluate the internal components. No visible defects were observed to the toggle. The switch was examined under microscopy. No residue or contamination was seen on the switch. We were unable to observe any electrical issues or failure to energize for the complaint unit during our testing. Based on the results of the evaluation, the reported complaint for device remain activated¿ was unable to be confirmed. We were able to confirm the as analyzed failure "peeled silicone". Specific actions for this failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro would not shut off. A replacement device was used to complete the procedure. The hospital did not report any patient effects. Hemo pro 1 wouldn't shut off during the procedure.